Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via call that they were experiencing high blood glucose level 401 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. It was unknown if customer using auto mode on insulin pump. Sensor received sensor updating alert. The insulin pump will not be returned for analysis.